Event description:
Dizziness, fatigue, teeth falling out and rotten, light headed, fainting spells resulting in serious injuries and surgery. Heavy bleeding, spotting, erratic menstrual cycles (could not be controlled or lessened by birth control pills), passing large clots, migraines, hair loss, joint pain, backaches, fatigue, stabbing pain in pelvic area and lower back, constant sharp pain from r buttock through r hip, leg, foot to toes, numbness in legs, feet, memory fog, high pitched ringing in both ears, neurological problems, inability to type, numbness in legs, multiple falls, fibromyalgia, stress, urinary urgency, voiding difficulties, retention of urine, pelvic mass, severe depression, excessive thirst, forgetfulness, trouble word recall, stomach and abdomen pain, not to mention always nauseous, and many more various problems. Doctors don't even know what it is. I have no insurance, so have a lot of emergency bills since having this done for various reasons listed above. This has affected my daily life so much, can't work, socialize, or go out because I never know when I will have these pains and get sick. Missing so much with my 3 kids, family, friends, just missing life. I want these things out and cannot even get that done! Lately I've had trouble breathing and difficulty swallowing. Benadryl helps, so I guess my only choice is to pray the coils aren't causing that allergic reaction. My disability was denied as the ssa doesn't see why I can't function and work. (B)(4).